Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the rescue report and the device log were provided for review. Review of the device log showed that no critical errors were found. However, the report indicated that the patient had a pulse and was breathing, but was unresponsive. The manual for this AED states that the device is indicated for emergency treatment of victims exhibiting symptoms of sudden cardiac arrest who are unresponsive and not breathing or not breathing properly. Please note that this device was connected to a patient that had a pulse and was breathing. The device performed as designed and there were no indications of a device malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old female, the device displayed a "no shock advised" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.